Manufacturer narrative:
Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received via a literature article entitled "less invasive implantation of heartware left ventricular assist device". The article also discusses the complications of 21 patients implanted with the same surgical approach between jan-2012 and dec-2013. The median age of these patients was 49.25 years. Nineteen of the patients were male and two were female. Sixteen of the patients had histories of dilated cardiomyopathy; while five of them had ischemic cardiomyopathy. Six of the 21 patients had required pre-operative support with extra-corporeal membrane oxygenation. Post-operatively, three of the patients required right ventricular support with a ventricular assist device, four had developed acute renal failure and two had strokes. Seven of the patients subsequently underwent cardiac transplantation. The authors concluded that mini-invasive cardiac surgery, compared with conventional full sternotomy cardiac surgery, is associated with decreased bleeding, blood product transfusion, sternal wound infection, scar dissatisfaction, ventilation time, intensive care unit stay, hospital length of stay and reduced time to return to normal activity, thereby resulting in better outcomes. No further information has been provided.